Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged lightheaded. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lightheaded,burning smell/ goes through water fast, dizzy. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: using a known good power supply, humidifier and power cord, pil tech was able to confirm the device powers on and provides airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 8338.5 hours and 0 blower and therapy hours, 0 errors. Care orchestrator data was not available for download. A heat test was performed on the device, heater plate, and patient port to verify that the temperatures were within the required perimeters required per nirvana prd 2300159 (v26). Pil tech performed this test using an asl-5000 (ID: f5635, caldue 28mar2025), a fluke thermometer (ID: f4950, caldue: 07aug2024), a fluke multimeter (ID: f4312, caldue: 31aug2024). The test results showed that the device and heater plate showed temperatures within the threshold required. Results attached. Internal investigation found an unknown dust contaminant on the ui panel, top enclosure. An unknown brownish contaminant at the rear of the top enclosure. A cut-like scratch on the bottom enclosure. Dust-like material on the rear panel, bottom enclosure. A dust-like material throughout the inside of the bottom enclosure. A whitish dust-like contaminant on the blower, dried liquid spots on the bottom of the blower, blower box. Indicating possible liquid ingress. Unknown contaminant in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.